Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing air bubble anomaly in the reservoir and tubing. The customer's blood glucose level was 219 mg/dl. The air bubbles' sized were inches in a row. Troubleshooting was done but the air bubbles kept appearing. The customer was advised to change the set. The customer will receive a replacement for their infusion and reservoir set.